Event description:
It was reported that the cylinders of this ambicor penile prosthesis (app) had migrated from the penis to a more proximal location. It was mentioned that the device had difficulty inflating due to the migration. A surgical procedure was performed during which the existing app was removed and replaced. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegations of migration and inflation issue cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the cylinders of this ambicor penile prosthesis (app) had migrated from the penis to a more proximal location. It was mentioned that the device had difficulty inflating due to the migration. A surgical procedure was performed during which the existing app was removed and replaced. No patient complications were reported.